Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.2 failed to open. A field service engineer (fse) had inspected main drawer 3.2, and all cubies had been removed. The fse then re-seated each row board cable and replaced the drawer board on 3.2. The unit was tested in the hardware test application. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 had failed and was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.